Event description:
It was reported while using bd alaris smartsite low sorbing secondary set there was component separation. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it has broken off where the drip chamber meets the tubing (picture below). They have had 2 occurrences new lot affected is (10)22129197, these were the only 2 of this lot we had.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No further information.

Manufacturer narrative:
Investigation summary: the customer reported separation issues and returned one photo as sample. The sample verifies the complaint as it was separated below the drip chamber. The separation is caused by insufficient solvent applied during the manufacturing process. This material, lot, and failure mode are consistent with a project at the plant to address the issue. The drip chamber solvent application has attention and the risk of recurrence of the issue will be lowered. Device history record review for model 10014881 lot number 22129197 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 13dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.